Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 it was reported that during routine check up the cardiosave intra-aortic balloon pump (iabp) printer is not working. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated the unit and confirmed printer was not operational. Fse replaced printer. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0161-00-0024-04 rev. D, sn (B)(6) with a reported unit failure of the printer not working. The fat performed a visual inspection and found the part to have saline damage. Verified this part was not functioning due to the saline damage. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Aq. The non-conformance's with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) was not printing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.